Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were obtained post an event on the patient with complaints of chest pain. The patient had bigeminy and low flow alarms and pulsatility index (pi) to 7.8. The site was suspicious for suction events. The log file captured on (B)(6) 2026, intermittent low flow events. On (B)(6) 2026, the site sent log files for review again. The patient was having pi events, and there was suspect of suction events. Ventricular tachycardia was reported the morning of (B)(6) 2026, followed by couplets. The patient was asymptomatic. Pump speed was reduced to 5200 revolution per minute (rpm) and echocardiogram (echo) was obtained. The patient was given fluids, and their beta blocker was increased. The log files captured on (B)(6) 2026 a few low flow events. Additional information was provided that the patient was dehydrated. Fluids were administered; electrolytes were optimized. The low flows resolved. The bigeminy and ventricular ectopy in this event were not thought to be device or therapy related. The patient was down on fluid.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events of cardiac arrhythmia, pain, and hypovolemia could not be conclusively established through this evaluation. Additionally, the reported suction events could not be confirmed; however, review of the submitted log files confirmed multiple low flow hazard alarms as well as pulsatility index (pi) events. According to the account, the low flow alarms were caused by ventricular ectopy and dehydration. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia, that may be associated with the use of heartmate 3 left ventricular assist system. This section also addresses all pump parameters, including pump flow. Section 1 of the IFU, ¿introduction¿, addresses pump parameters, including pulsatility index (pi). Sections 1 and 4 of the IFU, ¿heartmate touch communication system¿, explain that the pi calculation represents cardiac pulsatility and pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e. The pump is providing less support to the left ventricle). Section 4 further explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events may be initiated for reasons other than true pi events, including sudden changes in the patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low-speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. This cycle repeats as long as pi events are detected. Furthermore, there are no audible alarms with a pi event. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 6 of the IFU, ¿patient care and management¿ lists arrhythmia and hypovolemia as potential late postimplant complications. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.